Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. It was reported that the proglide device was used in a 9f sized arteriotomy. The device is indicated for the percutaneous closure of common femoral access sites in patients who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f to 8f procedural sheath. An arteriotomy site that is too large in size may result in an arterial wall that may not retract to a small enough size to permit capture by the needles. In addition, the customer reported the femoral artery was heavily calcified. Attempted placement of the device into a calcified artery can create significant resistance to insertion of the device due to impedance from the calcification.

Event description:
It was reported that prior to a transcatheter coronary valve repair procedure, pre-close placement of the sutures was attempted in a heavily calcified common femoral artery using perclose proglide devices. Reportedly, after gaining percutaneous access, a 9-french introducer sheath was placed; this was removed after inserting a guide wire. The proglide device was backloaded over the guide wire into a heavily calcified common femoral artery. After uneventful suture deployment, the foot was retracted and an attempt was made to remove the device; however, difficulty was encountered and the device could not be removed. Angiography indicated that the distal guide had broke and detached at the proximal guide transition. After removing the main body of the device up to the proximal guide with some manipulation; the distal guide was removed from the vessel with hemostats. A second proglide device was attempted, but the distal guide also broke at the proximal guide, but remained attached. No parts remained in the vessel. The physician stated that he did not have any difficulty inserting the device and felt no resistance during deployment. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. There was a reported significant clinical delay in achieving hemostasis. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device did confirm the reported experience. The guide was broken at the distal end of the guide tube. As received, the guide was completely separated from the device; however, this could be due to post-procedure manipulation or mishandling during shipping. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. The condition of the returned device is consistent with advancement of the device against resistance. The proglide instructions for use (IFU) states: do not advance the device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device. It was reported that the device was inserted into a heavily calcified vessel. The IFU states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It was reported that a 9-french introducer sheath was used. The IFU states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths.